Event description:
It was reported that following implant of the transvenous system, multiple inductions of ventricular fibrillation were performed and were not converted with either 31 joule or 41 joule shocks in different configurations. External defibrillation was required. The physician elected to replace the right ventricular lead with a dual coil lead. The patient was stated to be fine and no additional adverse effects were reported.